Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, it was used the 3.8mm footprint tapered awl, at the time of placement the 4.5 footprint anchor, it was impacted and the most distal end broke. The affected part was removed with kelly forceps. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the properties table found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported event is not anticipated as it was communicated, ¿the affected part was removed with kelly forceps,¿ and the procedure was completed using a back-up anchor without a procedural delay. No patient harm has been alleged. Therefore, no further clinical medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.